Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and found no system issues that may have contributed to the discordant advia centaur cp. The fse did observe that a rerun of the negative control was (B)(4), however when repeated the positive result did not reproduce. The cause for the confirmed (B)(4) advia centaur cp hbsag result when compared to the (B)(4) test result from an alternate laboratory is unknown. The customer's quality control results was acceptable at the time of the event. The (B)(4) patient sample is not available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
A confirmed (B)(6) advia centaur cp hbsag result was obtained on a patient sample and the result was questioned by the physician. The patient sample was sent to a reference laboratory for confirmation testing and the result was (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur cp hbsag assay result.